Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the switching module (swm) section in service mode shows that the swm on channel 1 was not functioning. The fse replaced the swm on channel 1, and verified the system passed all tests and all error codes are gone. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console entered case saver mode, and errors 222: "swm and safety igbt fail" and 268: "lasing and safety-mmcu" displayed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during a procedure the console entered case saver mode, and errors 222: "swm and safety igbt fail" and 268: "lasing and safety-mmcu" displayed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.